Event description:
The customer's mother reported that her blood glucose was around 400 mg/dl and that when the pod was removed, she noticed that the cannula never deployed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.